Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with left sided weakness. The ventricular assist device (vad) displayed low flow alarms. The patient received anti-hypertensives and echocardiogram was done. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis, which revealed a gradual decrease in pump power and estimated flow rate beginning on (B)(6) 2018. 2 low flow alarms have been logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of low flow events may be attributed to multiple factors including but not limited to thrombus in the outflow graft/at the inflow cannula, or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that computerized tomography (CT) scan showed a small right subcortical infarct. The patient was admitted to the hospital and received anticoagulants. The patient was discharged to the rehab floor in hospital and was then discharged home about a week or so later with no residual symptoms.